Event description:
Same case as MFR report #: 2134265-2012-06062. It was reported that during a stenting treatment procedure, the catheter froze on the guide wire. The 95% stenosed target lesion was located in a moderately calcified and mildly tortuous mid right coronary artery (rca). While preparing the 3.0mmx 20mm promus element plus stent delivery system, it was noted that the proximal section of the strut was lifted. The device was not used. A non-bsc guide wire was placed. The 3.0mmx 28mm promus element plus stent delivery system was advanced into the patient, but was unable to cross the lesion. During withdrawal, the stent delivery system and the guide wire became stuck together. The stent delivery system and the guide wire were removed from the patient together as one unit. The procedure was completed with another promus element plus. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device noted stent damage. Struts at both ends of the stent were raised and misaligned. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. There was also a severe kink at the midshaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with a guidewire attached which was unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-06062. It was reported that during a stenting treatment procedure, the catheter froze on the guide wire. The 95% stenosed target lesion was located in a moderately calcified and mildly tortuous mid right coronary artery (rca). While preparing the 3.0mmx 20mm promus element plus stent delivery system, it was noted that the proximal section of the strut was lifted. The device was not used. A non-bsc guide wire was placed. The 3.0mmx 28mm promus element plus stent delivery system was advanced into the patient, but was unable to cross the lesion. During withdrawal, the stent delivery system and the guide wire became stuck together. The stent delivery system and the guide wire were removed from the patient together as one unit. The procedure was completed with another promus element plus. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).